Event description:
Reportedly, during testing, an "o2 sensor error" occurred. Calibrating the sensor did not resolve the issue. The sensor was replaced and the unit worked normally. The device was not in use on a pt when this event occurred.

Manufacturer narrative:
(B)(4).